Event description:
It was initially reported to boston scientific corp on june 1, 2009 that a hydra jagwire guidewire was used during calculus removal procedure performed on (B) (6) 2009. According to the complainant, during the procedure the guidewire was advanced through the cannula or the retrieval basket, there was strong resistance felt by the physician. The procedure was completed with another hydra jagwire guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on investigation results; ptfe jacket has several nicks.

Manufacturer narrative:
(B) (4). The hydra jagwire was rec'd inside the original open pouch and loaded inside the protective hoop. The dream end of the wire is bent and the ptfe jacket has several nicks at approximately 152.5cm from the distal tip. No other obvious anomalies were found. The condition of the returned incident device was consistent with the complaint that there was resistance due to the bent condition of the wire. The most probable root cause is operational context caused by anatomical or procedural factors encountered during the procedure. A review of the mfg documentation of the reported batch found that there are no anomalies or deviations potentially related to the reported event. A search in the complaint mgmt database was performed for the reported batch number and no other similar complaints on this batch have been reported. (B) (4).